Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-044045. The patient received two leads with different lot numbers. It was reported, the patient was unable to increase the amplitude of her stimulation. The sjm representative met with the patient and reprogrammed the system. It was noted there were high impedance contacts. The patient received effective stimulation with the reprogramming. Follow up identified the issue recurred, and further programming could not resolve the issue. X-rays did not reveal any obvious anomalies. It was reported surgical intervention may be undertaken at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.